Event description:
A report was received that the pt was having trouble charging the ipg following his previous lead and pocket revision. Analysis of the ipg database confirmed premature battery depletion. An ipg revision has been recommended.